Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leakage of blood coming luer hub of a 5f 100cm vertebral tempo aqua diagnostic catheter. A new 5f 100cm vertebral tempo aqua diagnostic catheter was used as a replacement. There were no reported injuries to the patient and the patient did not require a blood transfusion due to the leakage of blood. The device was stored and prepped per the instructions for use (IFU) and no damage was observed on the device. The device was not returned as expected.

Manufacturer narrative:
This device was returned and is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leakage of blood coming luer hub of a 5f 100cm vertebral tempo aqua diagnostic catheter. A new 5f 100cm vertebral tempo aqua diagnostic catheter was used as a replacement. There were no reported injuries to the patient and the patient did not require a blood transfusion due to the leakage of blood. The device was stored and prepped per the instructions for use (IFU) and no damage was observed on the device. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, there was a leakage of blood coming from the luer hub of a 5f 100cm vertebral tempo aqua diagnostic catheter. A new 5f 100cm vertebral tempo aqua diagnostic catheter was used as a replacement. There were no reported injuries to the patient and the patient did not require a blood transfusion due to the leakage of blood. The device was stored and prepped per the instructions for use (IFU) and no damage was seen on the device. One video was sent for review, and a diagnostic catheter is seen with a syringe connected to the hub. Blood leakage is noted through the middle section of the component. No other anomalies nor outstanding details were seen in the video. One non-sterile ¿cath tempo aqua 5fver135°100cm¿ unit was later received for analysis. During visual inspection, no apparent damages, leakages, or cracks were observed on the hub or the body of the catheter. A dimensional analysis was performed to review and verify the measurement of the thread outer diameter and found within specification. For functional analysis, the catheter was flushed and fluid was seen leaking through a crack in the hub. An amplified image of the hub was taken using the vision system. The crack found during the functional analysis was reviewed under microscopic examination, and it was observed on the luer hub body of the catheter unit, located at the top of the hub. Sem analysis was performed on the cracked condition of the received catheter to identify the root cause of the damage. Results showed that the cracked area of the hub presented evidence of fatigue striations and plastic deformation. These findings are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was subjected to a tensile force that exceeded the hub component material¿s yield strength prior to cracking. No other anomalies were seen during sem analysis. The malfunctions ¿luer hub - leakage¿ and ¿luer hub - cracked,¿ were confirmed. The leakage was caused by the crack. The fatigue striations and plastic deformation seen during sem analysis are commonly associated with material separations due to tensile overload. Therefore, it is assumed the plastic material was subjected to tensile forces that exceeded the material¿s yield strength before the damage occurred. However, the exact source of the tensile forces cannot be determined with the available information. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, there was a leakage of blood coming luer hub of a 5f 100cm vertebral tempo aqua diagnostic catheter. A new 5f 100cm vertebral tempo aqua diagnostic catheter was used as a replacement. There were no reported injuries to the patient and the patient did not require a blood transfusion due to the leakage of blood. The device was stored and prepped per the instructions for use (IFU) and no damage was observed on the device. The device was returned. Addendum: product evaluation revealed a crack in the luer hub of the tempo aqua catheter.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a leakage of blood coming luer hub of a 5f 100cm vertebral tempo aqua diagnostic catheter. A new 5f 100cm vertebral tempo aqua diagnostic catheter was used as a replacement. There were no reported injuries to the patient and the patient did not require a blood transfusion due to the leakage of blood. The device was stored and prepped per the instructions for use (IFU) and no damage was observed on the device. One video was attached to the event-2024-10654. In the video, a diagnostic catheter is observed, a syringe is connected to the hub, and blood leakage is noted through the middle section of the component. No other anomalies nor outstanding details could be observed on the images provided. The reported event by the customer as ¿luer hub ¿ leakage¿ was confirmed since blood leakage is noted through the middle section of the hub. The exact cause of the condition observed could not be determined during the picture analysis. Procedural and handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.